Manufacturer narrative:
During servicing on (B)(6) 2022, the autopulse platform (sn (B)(4) displayed user advisory (ua) 12 (lifeband not present), (ua) 07 (discrepancy between load 1 and load 2 too large), and system error 139 (unable to hold compression position) error messages during functional testing. The root cause of the (ua) 12 was a bent monolithic plunger, which caused the switch level to not be parallel to the switch case. The root cause of the observed (ua) 07 error was due to a defective load cell module 2, likely attributed to mishandling such as a drop or a defective component. The root cause for system error 139 was that the drive train motor brake assembly air gap was out of specification and was not adjustable, likely due to a defective component. Upon visual inspection, a crack was observed on the front end area of the front cover. The observed physical damage appeared to be characteristic of user mishandling. The front cover was replaced to address the observed physical damage. The autopulse platform failed the initial functional testing due to (ua) 12 error message displayed upon powering on. The monolithic plunger was observed to be bent, which caused the switch lever to not be parallel to the switch case. The monolithic plunger was replaced to remedy the issue. The platform displayed (ua) 07. During the power-on-self-test, the load sensing system detected a weight/load imbalance between the two load cells. Load cell characterization results confirmed load cell module 2 was defective and over reported. The load cell module 2 was replaced to remedy the issue. The platform also stopped compressions during the run_in test due to system error 139. The drive train motor brake assembly air gap was too wide (measured at 0.013"), out of the specification (0.008" ± 0.001") and could not be adjusted back into specification. The drivetrain motor was replaced to remedy the issue. After the service and replacement of the defective parts, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there were three similar complaints reported for autopulse with serial number (B)(4). Ccr 21396 reported on (B)(6) 2015, ccr 37209 reported on (B)(6) 2017, and ccr 40574 reported on (B)(6) 2018. The load cells were replaced to remedy the (ua) 07.

Event description:
During servicing on (B)(6) 2022, the autopulse platform (sn (B)(4) displayed user advisory (ua) 12 (lifeband not present), (ua) 07 (discrepancy between load 1 and load 2 too large), and system error 139 (unable to hold compression position) error messages. No patient involvement.